Manufacturer narrative:
Field service engineer found the led on side-a to be functioning but the light is dim. Fse replaced powerhead pcb per service manual, reassembled powerhead, and completed operational checkout of the injector system per service checklist. The unit functions in accordance with MFR's specifications, and system was returned to full service.

Event description:
On 11/13: customer reports the "enabled" light did not work. No reported injury.